Manufacturer narrative:
G3/4: PMA/510(k) number corrected to p040043.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was treated for a thoracic aortic aneurysm. Three conformable gore® tag® thoracic endoprostheses were implanted. No further information was available. On (B)(6) 2017, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis. No information is available for the cause of the implant. On (B)(6) 2020, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis. It was used to proximally extend one of the previously implanted devices. There was no information available on the reason the device was implanted. The physician stated that there was disease progression. The patient tolerated the procedure.